Manufacturer narrative:
The user returned an unopened representative sample. The actual complaint product was not returned for evaluation. All information reasonably known as of 14-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 2207525, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. An unused sealed device was returned. Feeding tube returned in the lab. The lot number was (ty220725). The device was removed and there were no obvious defects were seen. The device was inspected and examined for the reported failure around perforation and stiffness. Using gloved hands/ fingers the examiner slowly ran fingers up and down to feel any hardened areas of the tubing. There was no hardened, stiffness feeling on the tube than usual. No hardened/ stiffness appearance was identified. The device was under microscopic magnification (10x) to view any holes, splitting, gaps and other obvious abnormalities, no abnormalities as such were found. After thoroughly inspecting and examining the device, there were no obvious holes, gaps, splits, stiffness seen or noticed. Root cause could not be determined. All information reasonably known as of 19-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 15-jan-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 3011270181-2024-00008 for the first event. Refer to 3011270181-2024-00010 for the third event. It was reported a gastric perforation occurred during use of the nasogastric tube.